Manufacturer narrative:
Reference mfg. Report numbers: 2015691-2018-04464, 2015691-2018-04466, 2015691-2018-04467, 2015691-2018-04469, 2015691-2018-04474, 2015691-2018-04475, and 2015691-2018-04477.

Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is no allegation or indication a device malfunction contributed to this adverse event. There is insufficient information to confirm the cause of the reported events. It is possible that the conduction disorders were caused by the mechanism described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: schofer, n. (2017). Comparative analysis of balloon-versus mechanically-expandable transcatheter heart valves considering landing zone calcification. Japanese college of cardiology, 1-7. Bacik, p. (2018). Who needs a permanent pacemaker pacemaker after transcatheter aortic valve implantation? Bratisl medical journal, 560-565.

Event description:
As reported from a literature article reported by our (B)(4) affiliate, a single center retrospective study of 212 patients with severe symptomatic native aortic valve stenosis who received transfemoral tavi with the sapien 3 valve between 2014 and 2015: ¿comparative analysis of balloon- versus mechanically-expandable transcatheter heart valves considering landing zone calcification¿. The outcome was assessed according to varc ii definitions. During the study period, 11 patients required a permanent pacemaker implant during 30-day clinical outcome.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.